Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection; however, medical records were provided and reviewed. It was determined that positioning issue was confirmed. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced positioning issue. This information was received from one source. The event involved a patient with no known impact to the patient. The patient was a male and was (B)(6) years old, weight was not provided.